Event description:
It was reported that t:slim x2 pump battery would not charge, as pump did not recognize charging connection despite use of tandem charging cable, wall adapter, and alternate charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, instructed customer to put existing pump into storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement device, and return noncharging pump using provided label within 10 days.